Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of signal from the atrial pacing found on the right ventricular (rv) lead channel. Technical services (ts) analyzed the presenting electrogram (egm) and found that this resulted in pacing inhibition. The right atrial (ra) lead capture threshold was programmed at 2.4v when the daily measurement was only 0.9v. Ts recommended reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this crt-d system remains in service.